Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle broke when the customer was trying to insert the sensor. Customer's blood glucose was 236 mg/dl. Sensor would not last 5 to 6 days. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
We evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found needle hub separated from sensors base. Performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. The introducer needle passed per specifications.